Manufacturer narrative:
H10 device evaluation: one warmer device was received for investigation. During visual inspection the device was observed to have a cracked enclosure, broken pole clamp, and faded line cord. The circuit board and power switch were identified as outdated. The reported issue was confirmed during functional testing when the device leaked. The leakage was traced to the crack in the enclosure. The investigation attributed this condition to natural wear from usage. Wear and tear from use of the drain tube caused a crack in the enclosure. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device confirmed this device has not been in for service previously. Due to the age of the device, it has been deemed beyond economical repair and will be decommissioned.

Manufacturer narrative:
UDI section and date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer was leaking from the reservoir. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.